Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor: 7/23/2018, belt: 11/3/2016.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2019, the patient called in about concerns he had about responding to alarms. The distributor's support services reviewed an automatic arrhythmia recording that had appeared to be an elevated rate. The patient's spouse reported that she would call the patient's physician to review the alarms. The ECG strip from the automatic event were emailed to the patient's spouse. The distributor sent a patient support representative to retrain the patient and the patient's wife on how to properly respond to alarms. The patient was also provided with a new belt out of an abundance of caution. On (B)(6) 2019, the patient passed away while wearing the lifevest. The patient's wife reported that she was downstairs feeding the dog when she heard abnormal breathing and went upstairs where the patient had just sat up. It was reported that the patient's CPAP mask was off and he was not responding. The patient's wife reported calling 911 and the patient was taken to the emergency room, but there was nothing they could do. The patient's wife also reported that she tried to "shock" the patient when she got up there but there wasn't a response. On 08/23/2019, zoll received a copy of the patient's doctor's voluntary medwatch report (mw5089159) in which the patient's doctor alleges that the device did not function properly. The patient's doctor alleged that on the day prior to passing ((B)(6) 2019) the patient was in ventricular tachycardia (vt) and met the criteria for treatment for over five minutes and that the device did not treat the patient. The patient's doctor alleges that zoll was aware of the event and did not notify her of the faulty device. On (B)(6) 2019, the patient passed away from cardiac arrest. On 08/27/2019, zoll received clinical evaluation of the patient's continuous ECG data which shows that on: (B)(6) 2019: 03:36:13 am - the device detected an arrhythmia while the patient was in vt with a varying heart rate from 150 bpm to 180 bpm. The patient's physician prescribed treatment threshold is 150 bpm for vt. The device properly detected vt, however, the patient must remain in vt above 150 bpm for at least 60 seconds for the device to treat the patient. Additionally the response buttons were being pressed intermittently during the arrhythmia. Response button use, motion artifact, varying heart rate, and heart rate at the physician prescribed treatment threshold prevented the lifevest from treating the patient. 03:39:19 am - the device was shutdown. 03:52:34 am - the device was restarted. 08:56:06 am until 08:59:27 am - the device recorded two manual recordings, while the patient was in a sinus rhythm from 80 to 85 bpm. 01:06:11 pm - the device was shutdown. 01:14:26 pm - the device was restarted. 01:28:03 pm until 01:44:31 pm - the device recorded two manual recordings, while the patient was in a sinus rhythm from 75 to 85 bpm. On (B)(6) 2019: 06:11:36 am to 06:17:17 am - the device detected bradycardia intermittently. 06:17:24 am - the device detected an arrhythmia, while the patient was in vt at 150 bpm. 06:18:01 am - the patient received a treatment while in vt at 150 bpm. The patient's post shock rhythm was asystole for approximately 7.49 seconds transitioning to sinus bradycardia from 20 to 40 bpm. 06:22:14 am - the device detected an arrhythmia while the patient was in vt at 230 bpm with varying amplitudes and motion artifact. 06:22:14 to 06:22:22 am - the response buttons were pressed, delaying the treatment. 06:23:11 am - the patient received a second treatment, while in vt at 230 bpm with varying amplitudes and motion artifact. The patient's post shock rhythm was sinus bradycardia at 40 bpm with bbb. 06:23:30 until 08:47:26 am - the patient was in an idioventricular rhythm from 50 bpm slowing to an idioventricular rhythm at 20 bpm with CPR artifact degrading to asystole with CPR/motion artifact. 08:47:26 am - the electrode belt was disconnected. The patient's equipment was returned and was found to be fully functional, there is no indication of any device malfunction causing or contributing to the patient's death.